Event description:
End user alleges while driving the motorized wheelchair down the side of a handicap ramp, the unit fell over. Allegedly, as a result of the incident, the end user was hospitalized.

Manufacturer narrative:
No malfunction of motorized wheelchair suspected. Device was evaluated by the hoveround field technician and the unit operated as intended. Suspect the unit was driven off the curb edge, resulting in the incident.